Event description:
Subsequent to the initial medwatch submission, the following information was received. The catheter was inserted into the patient's antecubital vein and was secured with sticking plaster and adhesive strips. The catheter was attached to a pump set through a luer lock connection. The catheter did not detach. The staff in the ICU noted that the dressing on the catheter was wet and checked the catheter. The amount of blood loss was described as "just flow of serum stained with blood." No medical interventions were required.

Event description:
The customer contact reported a crack between the "cone" and catheter with bleed back and subsequent unspecified detachment. The device was placed and in patient use prior to surgery. At an unspecified time a crack was noted between the "cone" and the catheter with bleedback. An unspecified detachment was noted when the patient was moved to the ICU. There were no reported adverse patient effects. Multiple unsuccessful attempts have been made to obtain additional information.